Event description:
It was reported that the patient, with a sling device, experienced a return of incontinence. The patient underwent a surgical procedure to have a new artificial urinary sphincter (aus) implanted. No patient complications were reported.

Manufacturer narrative:
Based on the information available, the product analysis of the sling device was unable to confirm the reported incontinence because the device was not returned to boston scientific. No visual, microscopic, or leak testing was able to be performed; therefore, the reported allegations cannot be confirmed. Review of the manufacturing and shipping documentation was unable to be performed as the lot numbers and implant dates were unable to be obtained. Further review did confirm that incontinence is a known risk with this device. These events are anticipated in nature and severity per the instructions for use and hazard analysis. To reflect this product analysis a conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the patient, with a sling device, experienced a return of incontinence. The patient underwent a surgical procedure to have a new artificial urinary sphincter (aus) implanted. No patient complications were reported.